Manufacturer narrative:
(B)(4)

Event description:
It was reported that when the patient went to the clinic after receiving an alert, non-sustained oversensing noise episodes were observed. The noise could not be reproduced with provocation test. During extraction procedure insulation anomaly due to friction to the can was noted. The lead was explanted and replaced. The patient is doing well.